Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the service repair technician indicated that the air/water nozzle was presented with corrosion. The service repair technician indicated that the most likely cause of the air/water nozzle corrosion was due to component failure. There was no patient involvement.